Event description:
The customer reported that the system would not display a series of stored images from a case. The thumbnail images were displayed, but the full size image would not appear on the left monitor. This problem is isolated to 30-40 images from a case that totalled approx 130 images. Images could be displayed from all previous cases and all cases saved subsequent to the problem images. No patient injury was reported.

Manufacturer narrative:
The ge service rep inspected the system, problem isolated to 30 stored images. Unable to duplicate problem with any images stored before or after problem images. Unable to access mda autorun utility to rebuild data. Bdd, suspect faulty mda autorun disk. System functioning as intended, no problems accessing stored images other than those identified as corrupted. Customer to monitor system operation for any further problems. The previous MDR was submitted with the incorrect year. This is the correct MDR for this date and serial number.